Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection and drainage of an abscess. In regards to the allegation of infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall. This file represents the composix kugel (device #2) implanted in (B)(6) 2004. A second emdr has been submitted to address the composix kugel (device #1) implanted in (B)(6) 2004. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Per medical records, about 9 years post implant of composix kugel mesh, patient was diagnosed with fistula, bowel obstruction, abscess, infection and abdominal pain thereby underwent removal of mesh. The instructions-for-use supplied with the device identify fistula as a possible complication. This supplemental emdr represents the bard/davol composix kugel mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for repair of an incisional hernia, a composix kugel patch (device #1) was implanted to repair the hernia. On (B)(6) 2004 - the patient underwent an additional surgery to remove the previously placed composix kugel, which was allegedly infected, and repair the recurrent hernia. On (B)(6) 2004 - the patient underwent surgery for repair of a ventral hernia, the patient's hernia was repaired with a composix kugel patch (device #2). On (B)(6) 2014 - the patient underwent an additional surgery to drain an abdominal wall abscess and remove the previously placed kugel mesh, which was allegedly infected. The attorney alleges the patient endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2004 - patient who had history of ventral hernia post-colon surgery (x2) and mrsa infection was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿a large incisional ventral hernia was identified and dissected free. A composix kugel mesh (device #1) was chosen, gore tex side was placed outside the peritoneal cavity and the marlex side was placed to posterior sheath of rectus muscle and tacked.¿ on (B)(6) 2004 - patient was diagnosed with acute abdominal abscess thereby underwent open repair with explant of infected composix kugel mesh (device #1). Per operative notes, ¿abscess was drained and pus was removed, infected mesh (device #1) was completely removed. Small bowel adherent to the mesh was separated.¿ on (B)(6) 2004 - patient was diagnosed with recurrent ventral hernia, gastroesophageal reflux, obesity and abdominal pain thereby underwent open repair with implant of composix kugel mesh (device #2). Per operative notes, ¿the hernia sac was dissected free and there were extensive adhesions to small bowel and omentum which were taken down. There were remnant pieces of mesh (device #1) here and there. A composix hernia patch (device #2) was placed and sutured.¿ on (B)(6) 2006 - patient visited hospital for small bowel obstruction and was diagnosed with infection. On (B)(6) 2014 - patient was diagnosed with abdominal wall abscess, abdominal pain and infected mesh thereby underwent open repair with explant of composix kugel mesh (device #2), incision and drainage of abdominal wall. Per operative notes, ¿there was a piece of mesh with additional pus below it. The mesh was not well incorporated with surrounding tissues and was completely separated from the abdominal wall. The mesh (device #2) was completely removed.¿ on (B)(6) 2014 - patient was diagnosed with enterocutaneous fistula there by underwent exploratory laparotomy. Per operative notes, "found pus and fistula in the abdomen. The loops of bowel could be separated in the lower portion of abdomen, below the area where mesh was present." Patient also had further treatment for enterocutaneous fistula in the following months. Attorney alleges that patient had abscess, adhesions, pain, hernia recurrence, mesh migration, fistulae, infection and an additional surgery on (B)(6) 2014 due to a fistula.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection and drainage of an abscess. In regards to the allegation of infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall. This file represents the composix kugel (device #2) implanted in (B)(6) 2004. A second emdr has been submitted to address the composix kugel (device #1) implanted in (B)(6) 2004. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for repair of an incisional hernia, a composix kugel patch (device #1) was implanted to repair the hernia. On (B)(6) 2004 - the patient underwent an additional surgery to remove the previously placed composix kugel, which was allegedly infected, and repair the recurrent hernia. On (B)(6) 2004 - the patient underwent surgery for repair of a ventral hernia, the patient's hernia was repaired with a composix kugel patch (device #2). On (B)(6) 2014 - the patient underwent an additional surgery to drain an abdominal wall abscess and remove the previously placed kugel mesh, which was allegedly infected. The attorney alleges the patient endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer physical pain and was injured severely and permanently.